Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported image issue (color bars) was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a therapeutic video-assisted thoracic surgery (vats), the subject device displayed color bars instead of the endoscopic image. The customer reconnected the camera head to the video processor and turned the power back on, which resolved the issue temporarily. The same issue occurred again after a while, so the camera head was reconnected to the video processor, turned back on, and the intended procedure was successfully completed using the same device. There was no patient or user injury reported due to the event. This report is being submitted for the otv-s400 (video processor), with patient identifier (B)(6). The ch-s400-xz-ea (camera head) is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. The information in g2 was inadvertently included in the initial medwatch. Please see updates to g2, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (colored bars on the screen) was duplicated with camera head ch-s400-xz-ea (see medwatch with patient identifier (B)(6)). The investigation confirmed that the reported event was isolated to the camera head (ch-s400-xz-ea), as there was no abnormality observed with the otv-s400 . The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.